Manufacturer narrative:
The reported events were failure to capture and diaphragmatic stimulation. As received, a complete lead was returned in one piece for evaluation. The reported vent of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and into returned is-4 connector sleeve. Dimensional analysis of the connector boot and returned connector sleeve were measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure diaphragmatic stimulation was and lack of capture was observed in all vectors. The lead was removed, and the procedure was completed without implant of a left ventricular lead. The were no patient consequences.